Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized for this event. Treatment for this event was not reported. The patient was discharged from the hospital three days later. The cause of the peritonitis was unknown. The patient recovered from the event of peritonitis. Dianeal therapy was ongoing. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number h12i24080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.